Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing of noisy signals caused by myopotentials and resulting in pacing inhibition. The device was reprogrammed to least; however, the patient was still experiencing oversensing and pacing inhibition. A guidant rate/sense lead was subsequently implanted for improved sensing. During the vf induction there was noise on rate channel which caused a delay in therapy. No abnormalities occurred during pre-testing and the physician is concerned it is a header issue. The device was subsequently explanted and replaced. The device was returned to guidant for analysis.